Manufacturer narrative:
Concomitant medical products: swab cap, therapy date (B)(6) 2016. The customer¿s report of a leak between the connection of a quad-fuse extension set and a non-bd connector during a lipid infusion was confirmed. The sets were visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and their components. No anomalies or evidence of damage was observed. Further investigation under magnification observed a very thin hairline crack in the female luers, located approximately opposite the gate, extending almost end-to-end. It is important to note that despite the hairline crack, no leaks were observed when only bd mating components were used. This indicates that there may be a slight incompatibility issue when the non-bd components are used as mating components with bd components. Functional and pressure testing was performed; no leaking was observed. Dimensional testing was performed on all of the female and male luers of the set using a male and female go/no go gauge. All luers were a go and within parameters determined by iso regulations. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak between the connection of a quad-fuse extension set and a non-carefusion/bd connector during an unspecified infusion in the picu. There was no patient harm.